Event description:
It was reported that 1 hour after a routine kidney biopsy was performed under ultrasound guidance, the pt began bleeding around the kidney. This required transfusions and the pt was transferred to ICU. The pt was discharged from the hospital several days later and is fine.